Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced elevated blood glucose of 400 mg/dl. The user mentioned they were on a new insulin and in the learning phase of the ilet following a reset, which they believed contributed to the high glucose. No symptoms, external assistance, or medical intervention occurred.